Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension: upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(4). Batch: a41002/196895.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure, and it was noted that the physician found out a 25 cm fraction of the lead from one of the contacts to believed that it was the extension that somehow escaped the sheath and was found at the pocket. The explanted devices will not be returned due to hospital protocol and the patient was doing well post operatively.